Event description:
The account alleged the brake steer pedal would set into brake mode but the foot end brake casters would not hold. No pt impact.

Manufacturer narrative:
Due to the age of the stretcher, the account has decided to not repair the bed at this time.